Event description:
It was stated that the customer's doctor wanted the insulin pump replaced. The doctor reported a blank display and also felt that the insulin pump was not bolusing properly. Troubleshooting was not possible at the time of the call. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board. Unable to perform bolus deliveries due to the blank display.